Event description:
It was reported that the patient has phrenic stimulation that is positional and varies with programmed outputs. The device was initially reprogrammed to prevent the stimulation and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).